Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after performing the device software update. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate pump for insulin therapy available.